Event description:
(B)(6). Same case as MDR ID#: 2134265-2012-04724. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced angina. The patient presented due to stable angina. The first 15mm long and 90% stenosed target lesion was located in a previously placed unknown manufacturer¿s stent located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3.0mm. The first target lesion was treated with pre-dilation and placement of a 3.0x20mm promus element stent, resulting in 0% residual stenosis. The second 90% stenosed and 4mm long target lesion was located in the 1st diagonal branch with a reference vessel diameter of 2.5mm. The second target lesion was treated with pre-dilation and placement of a 2.5x8mm promus element stent followed by kissing balloon angioplasty, resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. (B)(6) 2011 - the patient presented due to unstable angina and was hospitalized. The physician observed 99% focal in-stent restenosis of the previously placed study stent located in the mid lad. The in-stent restenosis was treated with an unknown manufacturer's cutting balloon, resulting in 25% residual stenosis. A perforation occurred. The physician also observed 100% restenosis in the previously placed stent located in the 1st diagonal branch, which was treated with coronary artery bypass grafting. The event was considered resolved without residual effects and the patient was later discharged.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that this is the same case as MDR #2134265-2012-05979. During the index procedure, both target lesions were bifurcated lesions and the unknown manufacturer's stent was a bare metal stent that was not fully dilated prior to implantation of the study stent.

Manufacturer narrative:
(B)(4).